Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up (B)(4) 2014: ptc investigation results were provided. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category IV. E medical assessment: the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness may occur with the use of any product and pregnancy may occur during any contraceptive use. Both of these reported events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. "'No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced difficult pregnancy with essure, pain, pre-term labor and device was not in her tube, it was sitting outside and right next to the tube and device ineffective .this case is medically confirmed. Device was not in her tube, it was sitting outside and right next to the tube is listed in the reference safety information for essure. Preterm labour is unlisted. These both events are considered serious the pre term labour due to hospitalization and the other event due to medical importance .the remaining events are non-serious. Risk factors for preterm labor include previous preterm labor or premature birth, smoking, substance abuse, genital tract infections, multiple gestation,vaginal bleeding during pregnancy, cervical and uterine factors (short cervix, cervical surgery, uterine malformation), chronic conditions such as hypertension and diabetes, and stress. Device was not in her tube, it was siding outside and right next to the tube assumed as device dislocation was diagnosed by a second hsg test after the pregnancy. Based on available information received and due to lack of an alternative explanation the reported events and essure therapy was considered related. The consumer was hospitalized due to complication of pregnancy (pre term labour). Therefore this event led to a serious injury .thus, this case was regarded as incident. No further information could be obtained. Ptc final analysis concluded "unconfirmed quality defect". Based on the information available,there is no reason to suspect a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced the following events. In 2012 essure was inserted. On an unspecified date, hsg was done and showed that the tubes were occluded. In 2013, the consumer experienced pain and dizziness and was told that she was pregnant. She stated it was a difficult pregnancy, had to go to the hospital numerous times and was given an unknown medication to stop the contractions and steroids due to pre-term labor. On an unspecified date, she delivered a healthy female baby. She stated that she had a second hsg test after the pregnancy and was told that the device was not in her tube, it was sitting outside and right next to the tube. The outcome of the event difficult pregnancy with essure was recovered I resolved. Consumer refused to provide contact information.